Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The unit has not been returned for evaluation. Device history review was not performed because the finished good lot number was not provided. Trend analysis: after reviewing the complaint system since (B)(6) 2015, only this complaint related to ¿stain inside of the tube¿ has been reported. Complaint occurrence rate of approximately 0.000005 (5.0 x 10-6). The reported condition as ¿stain inside of the tube¿ could not be confirmed even with the pictures provided by the customer.

Manufacturer narrative:
Investigation completed on 09feb2018 one unit of catalog number c3601, cusa excel 36khz tubing set, was received for evaluation. The returned unit was received in a polybag without the original packages. In addition, another device, which is not manufactured by integra neurosciences in (B)(4), was also received. The customer reported that ¿a stain inside of the tube¿ was found, but several white and dark stains were observed inside of some sections of the device. Also, the tip of the aspirator tube was found cut. No other discrepancy was observed in the other device¿s components. The reported condition of ¿a stain inside of the tube¿ could be confirmed in several sections of the tube. This type of conditions is easily detectable during the different inspections levels of the manufacturing and packaging processes of cusa manifold tubing product. Alcohol 70% is used to clean up the external surface of the tube during its manufacturing/packaging processes and it does not cause adverse impact like white and dark stains inside the unit. The cut condition of the tip of the aspirator tube is indicative that it was handled by the user after it was removed from the original package of the product. The root causes for the white and dark stains inside the tube and the cut aspirator tube conditions are undetermined.

Event description:
On (B)(6) 2017, it was reported that the customer found a stain inside of the tube during the beginning of its use. There was no health problem or patient injury reported. Request for additional information was sent.